Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that both plates broke postoperatively in a screw hole. The screws are not damaged. This is report number 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device (locking compression plate [lcp] plate). The manufacturing investigation included an inspection of the subject device dimensions, examination of the fracture surfaces by scanning electron microscopy (sem) and a review of the manufacturing documents, technical drawings and the raw-material inspection sheet. The exam of the fracture surfaces (proximal fragment) of the lcp plate using sem identified the initial fracture areas and the fracture behavior. The crack started at the upper side of the plate at the transition to the hole on both sides and ran into the material. After breaking, the two fragments rubbed against each other causing some destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zones. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads. The presence of these striations is a clear indication of a fatigue process. Nevertheless, the fracture surfaces mainly showed structured breakage (crystallographic oriented fatigue fracture). Structured breakage is typical for a fatigue fracture in pure titanium and indicates moderate loads. It was concluded though sem observations and macroscopic examination showed that the implant failed because of fatigue and overload. No manufacturing defects were identified. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates no anomalies were detected during device history record review of the finished product. No ncrs were generated during production of the finished product. Review of the device history record of the finished product doesn't show that there were issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.